Event description:
It was reported that the patient never had therapeutic effect; there was stimulation in the wrong location. As an action required as a result of the event, there was an explant. There were impedance testing and reprogramming done as diagnostics and troubleshooting performed. The patient expressed adequate coverage area initially but then during programmer they were unable to get coverage to the right area. The patient did not get coverage in the correct location and they felt her pain was increasing post implant. The device and leads were explanted. At the time of the report it was reported that the patient was alive with no injury regulator report reference# 3004209178-2015-13133.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).